Event description:
Screw holding handle onto mics handpiece came out intra operative. Screw was found on floor. Having spd put screw back in. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that screw holding handle onto mics handpiece came out intra operative. Screw was found on floor. Having spd put screw back in. . Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k0b17 and 24 devices were accepted into final stock on 4/3/2018. A review of qt18-04-0006 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b17 shows no additional complaint related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc 1429704 and CAPA 1452931. Device not returned.

Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Screw holding handle onto mics handpiece came out intra operative. Screw was found on floor. Having spd put screw back in. Case type: tka.